Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12685. It was reported, the physician plans to replace the ipg and possibly revise the lead. The reason for the surgery is unknown and the surgery has not been scheduled at this time. Note: the patient was two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.